Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "caller in CT states they use the powerloc max 20g x 1" with y-site non-coring needle for CT injections. She reports that they make sure that the y-site dead end cap is tightened well prior to the procedure. However, the cap blows off once the power injection starts. She wants to know if the dead end cap is supposed to be removed and a needleless connector placed for these procedures." Ms&s informed that the powerloc 20g x 1" needle has max psi of 325 and max flow rate of 5ml/sec. Customer states that they use 5ml/sec and 300 psi. Put caller on hold to research information. When attempted to take caller off of hold, genesis system froze and did not allow me to get back to the customer. Call was lost. I was unable to obtain her name or a phone number where she can be reached. I called the hospital and spoke with several people in CT and was unable to locate the caller. Was going to inform her that the dead end caps should not blow off if tightened.